Event description:
Plaintiff was employed as a urology tech/medical administrative assistant who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges developing a latex allergy.